Manufacturer narrative:
During cardiac surgery , the failure "error when raise the temperature" occurred. According to the service report #(B)(4) dated 2020-05-18 the getinge field service technician (fst) was onsite and the claimed hcu 30 has been checked. In the log data's it was found that the error code "3004" (temperature control error) occurred. The failure could not be reproduced and confirmed by the fst on site. The actuator and the 3-way valve on both sides were checked and adjusted. The temperature was raised and reduced several times, but no error message was displayed. Also the emptying was reported, the corresponding valves were cleaned, no malfunction could be detected. The customer was made aware of the following procedures when using the hcu 30: please check the settings and adjust the water volume before use. Please keep the amount of water "above" the cooling coil during circulation. The device is already back in use, no further investigation could be necessary. Therefore no most probable root cause could be determined. Thus the reported failure "error when raise the temperature" could be confirmed. The reported failure happened during cardiac surgery. The hcu 30 which was used, was responsible for this complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4): during cardiac surgery, the temperature of hcu 30 did not rise and an error occurred. The perfusionist changed the temperature setting of the hcu30 from 10°c to 37°c in an attempt to use hot shot of cardioplegia fluid for infusion. After that, the temperature raise to about 20 degrees celsius, and then the temperature rise stopped. An error also occurred. There was no impact on the patient, but the surgery could have been extended by about 10 minutes.